Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a paclitaxel set leaked beneath the drip chamber. This occurred during an unspecified process step. It was stated that the tubing was removed and a new tubing inserted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event date is unknown; however, the potential event date was february 24, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which revealed a leak between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.